Event description:
It was reported that this pacemaker was attempted to be implanted, however the physician had issues inserting the atrial lead in the header. The physician stated that the screw membrane was protruding. It was stated that the pacemaker did not pace when required. Another device was implanted in its place. This device was retained by the hospital and is not expected to be returned for analysis. No adverse patient effects were reported.